Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a treatment which was aborted, and the procedure was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. A review of system log file confirmed the reported malfunction. Upon functional testing, the fse found issue with miu (mains interface unit) as, there was no output voltage when input voltage was applied in miu (mains interface unit). To resolve the issue, the fse replaced the miu (mains interface unit). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible. The issue was found during clinical use. The procedure was stopped and the patient had to be moved to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.